Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils from essure embedded in the uterine cornual area') and device breakage ('coils from essure embedded in the uterine cornual area/ coils found after essure removal procedure done') in an adult female patient who had essure (batch no. E13067) inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total vaginal w bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: (B)(6) 2019 (per mr): laparoscopic bilateral salpingectomy and essure removal. (B)(6) 2020 (per mr): hysterectomy total vaginal w bilateral salpingectomy cystoscopy. Finding: coils from essure embedded in the uterine cornual area. Batch no e13067, production date 2015-06-26, expiration date 2018-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils from essure embedded in the uterine cornual area') and device breakage ('coils from essure embedded in the uterine cornual area/ coils found after essure removal procedure done') in an adult female patient who had essure (batch no. E13067) inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total vaginal w bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: (B)(6) 2019 (per mr): laparoscopic bilateral salpingectomy and essure removal (B)(6) 2020 (per mr): hysterectomy total vaginal w bilateral salpingectomy cystoscopy. Finding: coils from essure embedded in the uterine cornual area. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.